Event description:
It was reported patient was very sick, had been in the hospital for a while, and had "received shocks for afib and vt, some appropriate, some not. Patient reported feeling 'mini-shocks'; reprogrammed to minimize any potential inappropriate shocks." Patient reportedly "jolted' while in his bed and the nurse reported seeing something "weird" on the monitor at that time, though no details as to what the "weird" was on the monitor. There were no episodes or therapies on the device interrogation report. The patient was to move to hospice care after discharge from hospital. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.